Manufacturer narrative:
(B)(4). Date of occurrence estimated as (B)(6) 2014. (B)(4) - failure to follow steps/instructions; incorrect anatomy. The product was not returned to abbott vascular for analysis as it was discarded by the account. Based on the reported information, a non-abbott guide wire was used with the nav6 device, which caused the filter to come off the tip of the guide wire. It should be noted the emboshield nav6 embolic protection system instructions for use (IFU) states: the emboshield nav6 device can only be used with the barewire filter delivery wire. Use of the device with any guide wire other than the barewire filter delivery wire will lead to loss of the filtration element during the procedure or an inability to retrieve the filtration element. Based on the reported information, the reported filter detachment appears to be user related and there is no indication of a product quality deficiency. Additionally, it was reported that the emboshield nav6 was being used in the superficial femoral artery (sfa). It should be noted that the IFU indications section states: the emboshield nav6 embolic protection system is indicated for use as a guide wire and embolic protection system to contain and remove embolic material (thrombus/debris) while performing angioplasty and stenting procedures in carotid arteries. Overall, the reported difficulties appear to be user related. There is no indication of a product quality deficiency.

Event description:
It was reported that during a procedure to treat a target lesion in the superficial femoral artery, the emboshield nav6 embolic protection device was advanced over a non-abbott guide wire. The emboshield nav6 filter came off the tip of the guide wire. Snare attempts were unsuccessful at retrieving the filter and a non-abbott stent was then deployed to crush the filter to the vessel wall. There were no adverse sequelae and no clinically significant delay. No additional information was provided.